Manufacturer narrative:
This is the answer of the MFR to user facility report mw1041437: the manufacturer received a pcb pneumatic controller for investigation. This pcb was found operating as specified. The reported device error 02.71.018 will be posted if a software disturbance during the use of the nebulizer is detected by the device. The root cause for the temporary software disturbance, which occurred only one time is unknown. In this case of the described problem the device will post an alarm and display the message but will continue ventilation. The analysis of the device log confirmed that the ventillation was continued during the reported event.